Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the imaging system was not powering up due to a broken power cable on the lemo end of umbilical cable. The umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by manufacturer for evaluation. The received cable had broken power wire on lemo and the imaging system was not receiving voltage. When testing with cable validator the umbilical cable failed the test. There was an open between pins.

Event description:
A site representative reported that while outside of surgery when the imaging system was plugged into a working power outlet the batteries were scrolling but when the system was unplugged from the power outlet the system would lose power immediately. There was no patient present at the time of the issue.